Event description:
A us distributor contacted zoll to report that a patient passed away on 5/6/2022 while reportedly wearing the lifevest. The patient received two inappropriate treatments.   The device was started up at 08:00:23 on 5/6/2022. At 10:50:39, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. At 10:51:13, the patient received the first inappropriate treatment. The rhythm at time of treatment was asystole. Post shock rhythm was asystole with CPR/motion artifact. At 10:52:30, the patient received the second inappropriate treatment. The rhythm at time of treatment was asystole with intermittent cardiac activity and CPR/motion artifact. Post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. The electrode belt was disconnected at 11:45:12 on 5/6/2022 . Per holter monitor the patient was in an idioventricular rhythm @ 30 bpm at the time of the electrode belt disconnection. The patient passed away on 5/6/2022.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.